Event description:
It has been reported to co that during the procedure the teflon coating on this device began flaking off. Reportedly, the teflon is missing around the mid section of the device. This made it difficult to withdraw the balloon catheter over the wire. There is no reported injury to the patient. The device is being returned for co's analysis.